Manufacturer narrative:
The device was returned for analysis. The mal position of the device was confirmed. The difficult activation is related to the procedure and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case, the difficulties are related to an interaction of the device with patient anatomy, friable vessel, or tensioning angle is not being coaxial, or insufficient depth. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after an atrial fibrillation ablation interventional procedure using a 10f sheath. Reportedly, there was resistance pushing down the plunger; however, it was able to be fully depressed. The suture didn't capture the vessel and came out with the device after deployment. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.